Event description:
It was reported that patient found out yesterday ((B)(6) 2025) that one of their implanted neurostimulators was at 2.6 ma and they needed to have it replaced again soon. The patient stated the last ones had only been replaced in 2023 and that it had only lasted 2.5 years at this point so they wanted to know if there was a rechargeable version available. Patient services reviewed rechargeable implantable neurostimulator (ins) information with the patient and the patient stated their managing health care provider had told them they would have to update their leads if they went to the rechargeable ins. Patient services reviewed the patient's current implanted system and the potential for getting the rechargeable option and redirected the patient to follow up with their healthcare provider to discuss further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.